Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition and stent damage post-deployment occurred. The totally occluded target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following thrombus aspiration resulting to timi 3 blood flow and pre-dilatation of the lesion, a 3.50 x 16 synergy drug-eluting stent was deployed in the proximal rca. Intravascular ultrasound (ivus) was then performed which revealed a mal-apposition of the stent. Subsequently, post-dilatation was performed with a 3.5x12mm non-bsc balloon catheter; however, following post-dilatation, it was noted that the distal end of the stent lengthened. No additional intervention was performed. No patient complications were reported and the patient's status was good.